Event description:
Patients' spouse mentioned that the patient had urinary tract infections (uti's) and just completed antibiotic 2 week period. Per patient husband stated patient had not had a bowel movement in 2 days. Patient was given miralax. Patient and husband was unsure if they were emptying her bladder and asked how would they know. Patient husband also mention patient had a small mess on pad from bowels but no bowel movement. Patient husband stated they gave them miralax todayas well. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.